Event description:
The labeling on the packaging for this dispersive pad has a pictograph representing the size patient for whom it is intended, but not the numerical listing of the kilogram range. The informational insert that explains this is included in the shipping case, but is not imprinted on the individual packages themselves. The difficulty is that bedside staff are unable to ascertain the kg range for this pad without referring to the informational handout, which is not sitting on the shelf with the product. Staff would like the kg range printed on the individual package. Other models of dispersive pads available from this same manufacturer include this info on the package itself, so we would like that on this model's packaging as well.